Event description:
This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was skin tested in 05/1998 with negative results and treated with two formulations of collagen in 07/1998 into the glabella, nasolabial and perioral areas. In 09/1998, the pt developed granulomas and inflammatory symptoms at the glabella and left nasolabial. In 09/1998, the physician prescribed cryotherapy and intralesional triamcinolone, which were not effective. The symptoms were considered product related.